Event description:
It was reported that the patient's blood glucose level rose to 328 mg/dl while wearing the pod for an unknown duration of use. The patient reported being unsure if the cannula was properly seated in the infusion site on the skin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.